Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to a faulty pcba supply pressure assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the oxygen inlet valves of the avea ventilator blender do not enable the entry of oxygen into the blender. When setting a dose at 100%, the blender completely closes the air inlet and the ventilator shows "vent inop" alarm. The customer advised there was no patient involvement.